Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misaligned insertion.

Event description:
On 08/26/2025, it was reported by a sales representative via (B)(4) that an ar-9090-02s dualcomp hindfoot nail did not align properly with the guided arm and jig. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.